Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: model #694758, implantable tachy lead, implant date: (B)(6) 2001; model #419688, implantable pacing lead, implant date: (B)(6) 2010; model #507645, implantable pacing lead, implant date: (B)(6) 2007. (B)(4).

Event description:
The physician performed a bilateral cutdown and sheaths were placed in each femoral artery. A aaa graft was placed and then ballooned. The left renal artery was determined to be compromised. The left renal artery was wired and a 5x27 visipro was advanced. At that point either the aaa graft or the tight renal stenosis displaced the stent. The stent was retrieved using a 25mm snare.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices. The stent was not received. Microscopic examination of the balloon revealed witness marks of the entire stent and also provided the indication that the stent was well-centered between the balloon markerbands.